Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had developed hematomas with associated bruising post surgically starting from the ipg site to across the buttock, into the thigh and almost to the groin. Patient received a prescription for prophylactic antibiotics and was instructed to use moist heat to disperse the remaining remnants of the hematoma/bruising. Currently the patient is receiving satisfactory pain relief from the stimulator.

Manufacturer narrative:
Patient code has been updated.

Event description:
Device 1 of 5: MFR reference report: 3006705815-2019-00267, 3006705815-2019-00268, 1627487-2019-00890, and 1627487-2019-00891. It was reported that the patient is being treated for a possible infection.

Event description:
Device 1 of 5: MFR reference report: 3006705815-2019-00267, 3006705815-2019-00268, 1627487-2019-00890, and 1627487-2019-00891. It was reported that the patient has finished the course of antibiotics and that the infection is resolved.